Event description:
It was reported that the patient with this pacemaker device exhibited loss of capture (loc) on the right ventricular (rv) channel. The patient had not been to the clinic for about 2 years and the rv auto programmed was not on. Technical services (ts) reviewed the data and stated that there was possible loc and low heart rate. There was possible asystole. Ts recommended to have patient seen in clinic for further evaluation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker device exhibited loss of capture (loc) on the right ventricular (rv) channel. The patient had not been to the clinic for about 2 years and the rv auto programmed was not on. Technical services (ts) reviewed the data and stated that there was possible loc and low heart rate. There was possible asystole. Ts recommended to have patient seen in clinic for further evaluation. This device remains in service. No adverse patient effects were reported. It was reported that this device was scheduled to be electively explanted due to an advisory.